Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that after implant of the endurant 16x16x120 and 25x16x170, stent grafts the physician found an endoleak in the joint between the two stent grafts. The physician modelled the stent grafts at the position of the endoleak; however, the endoleak was still present. The physician suspected the endoleak was fabric leak through the endurant 25x16x170 bifurcated stent graft and it was confirmed by radiography. The physician implanted an endurant 16x13x95 and endurant 16x16x95 stent grafts. The endoleak improved but the endoleak was still present. No further treatment is planned. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).